Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and high out of range shock impedance. The shock impedance values measured greater than 400 ohms, so an electrode fracture was suspected. This s-ICD system was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific, and a full investigation will be conducted.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and high out of range shock impedance. The shock impedance values measured greater than 400 ohms, so an electrode fracture was suspected. This s-ICD system was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific, and a full investigation will be conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection found the sense a and both hv cables (hv-d and hv-p) conductors are completely fractured in the notch area. Fracture characteristics are consistent with cyclic fatigue. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.